Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11471. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardioverter defibrillator failed to deliver therapy and the right ventricular lead exhibited abnormal defibrillation impedance. The patient deceased due to ventricular arrhythmia as a result of the defibrillation therapy delivery failure.

Event description:
New information noted that the right ventricular lead exhibited low defibrillation impedance. The patient deceased due to ventricular fibrillation as a result of failure to deliver defibrillation therapy due to low defibrillation impedance.

Event description:
New information noted the implantable cardioverter defibrillator exhibited possible high voltage circuit damage and the right ventricular lead exhibited failure to convert rhythm.